Event description:
This patient experienced a syncopal episode. The patient was referred for a lead revision, and on (B)(6) 2010, both this rv lead and the competitive lv lead were extracted and replaced. No additional information is available should additional information become available, this event will be updated.